Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of complete radial nerve palsy and persistent loss of nerve function, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic department, servicio cirugia ortopedica, hospital santa cruz y san pablo, barcelona autonoma university, spain ¿. The title of this report is ¿radial nerve injury following elbow external fixator: report of three cases and literature review ¿, published on may 08, 2017, and can be found at doi 10.1007/s00402-017-2711-1. The report is associated with the stryker ¿dynamic joint distractor ii external fixation system¿ and includes an analysis of the clinical data that was collected on 3 patients. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one (1) patient experienced complete radial nerve palsy, persistent loss of nerve function, the radial nerve was explored surgically and complete disruption of the nerve was found at the level of distal humeral pin. This required both ends of the nerve to be dissected and microsurgical neurorrhaphy was performed. The article additionally states, ¿in three of the published cases, including one of our cases, the radial nerve was injured by winding around the drill bit".